Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, titan touch was explanted and replaced because pump was not inflating - air in system - connection.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information received and the conclusion of the investigation. Requests for the explanted prosthesis and for additional information surrounding this event have been made. However, to date neither the device nor the information has been received. Without the benefit of analyzing the explant and without the requested information, quality cannot comment on the condition of the device or the events surrounding this incident. If the explanted device or additional information is received, quality will re-evaluate this event in accordance with procedures. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, and because the device is not available for evaluation, no further corrective action is required at this time.

Event description:
According to the available information, titan touch was explanted and replaced because pump was not inflating - air in system - connection. Additional information received indicated malfunction of ipp causing the inability to inflate and deflate device.